Event description:
It was reported the device did not pump fluid. No patient injury reported.

Manufacturer narrative:
Other, other text: no product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.